Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite is off and one of their fillings has come out. They have visited 3 different dental offices in an attempt to resolve the dental issues they have experienced due to the byte aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.